Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): cartridge pan dislodged. The analysis results that one ecr60b reload was received broken and with the pan detached. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the pan became dislodge and reload damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a low anterior resection. The 1st and 2nd firing went fine. The device was reloaded for the third time, fired, cut and stapled properly, however, when the reload was removed, the "metal" piece stayed in the device and only plastic was removed. The same device was used to complete the case. There was no adverse consequence to the patient.